Event description:
At the beginning of the procedure, the rn unscrews the t-lock and pulls the stylet back half way. Rn then lays the catheter and the wire on the bed, so the catheter can be trimmed to length. Rn then pushes stylet back into the catheter and locks the t-lock in place and pulls the stylet wire back, so it is in the proper place for insertion. During insertion, rn met resistance about 26cm into placing the PICC. When the PICC was removed, rn noted a slight arch or bend at the end of the catheter. (4cm from the end of the catheter.) Rn then pulled the stylet all the way out of the catheter, but could see a piece of the stylet hanging out the end of the catheter. Rn removed this portion of the wire which was about 2 inches in length.

Manufacturer narrative:
The product has been received by the MFR and is currently being evaluated and results are expected soon.